Event description:
It was reported that pump displayed malfunction code 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.